Event description:
A driver rapid exchange (rx) coronary stent delivery system length 9mm, diameter 4.0mm was used to treat a significantly tortuous lesion with 80% stenosis in a patient's mid rca. It was confirmed that the device was inspected prior to use with no issues noted. The lesion was pre-dilated with several balloons and approximately 30% stenosis remained in the target lesion post ballooning. It was confirmed that an attempt was made to push the device through the calcified lesion which resulted in the tip and distal stent segment being damaged. The lesion was successfully treated with another driver rx stent. Patient was reported to be fine post procedure and no clinical sequelae have been reported. Evaluation summary: the device was returned to medtronic for evaluation. On review of the returned device the stent was positioned on the balloon as per specifications. A number of struts on the first distal stent segment were flared and deformed. The remaining segments were intact. The distal tip was severely damaged with a section of the tip material partially detached.

Manufacturer narrative:
(B)(4). Results: significantly tortuous vessel with 80% stenosis. Force used during attempt to cross lesion. Conclusion: significantly tortuous vessel with 80% stenosis. Force used during attempt to cross lesion.